Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist confirmed that orders were displaying correctly and noted that any users unable to view orders at the time were affected by the stations being in manual critical override. The tss determined that the issue was related to medication identity (B)(6), which was being configured to allow users to remove a fractional quantity of medication rather than a whole unit, and advised the user to load the medication as fractional and perform testing. The customer confirmed that the behavior was as expected. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing over to the station. The user attempted to manually enter the medication. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.